Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred because the generator board was the root cause of the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, an e433 error code was found to be caused by a generator board failure. In addition, service found the front panel was damaged in the lower right corner and the motherboard was defective. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for maintenance with no alleged complaint. Upon inspection and testing of the returned device, it was observed that an e433 error code was displayed. There was no patient or procedure involvement. This report is being submitted for the malfunction found during device evaluation (e433 error code).